Event description:
It was reported that a user transitioning from a freestyle libre 3 plus to a dexcom g7 experienced difficulty reconnecting and pairing the g7 sensor, with pairing failing to the ilet and subsequently being completed to allow the sensor warm-up. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included troubleshooting and education provided to the user on proper pairing steps. Investigation of this case revealed that the sensor pairing completed successfully after guidance, and functionality was restored as the sensor entered warm-up. It was concluded that user support resolved the pairing issue and the ilet continued to operate as intended.